Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device could not be interrogated. Tones were not generated following magnet application.